Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump reservoir leaked past both o rings. The customer's blood glucose reading was 600mg/dl at the time of incident. Customer was advised to monitor the pump and call back if any further issues. The customer was also advised that the reservoirs would be replaced and agreed to return the product for analysis. No further assistance was necessary.